Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error on the insulin pump after changing the battery. Customer stated that the insulin pump seems to be working fine after taking out the battery and letting it rest as advised by the help line. Customer also stated that she had a no delivery alarm and an unresponsive keypad, but she declined troubleshooting and wants to monitor the insulin pump instead. Customer will call back if the alarm occurs again. No additional information provided.